Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe was missing scale markings on 3 occasions, had a defective stopper on 3 occasions, had a cracked barrel on 4 occasions, could not aspirate on 6 occasions, open package on 37 occasions, and volumetric accuracy issues on 2 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via pmcf survey response that the clinician encountered missing scale markings, defective/damaged stopper, cracked barrel, difficulty drawing fluid/medication into the syringe, open package and questionable volumetric accuracy related to luer lok and luer slip tip syringes of various sizes as well as reaction at the injection site, scale marking issue, open packages related to catheter tip syringes of various sizes.